Event description:
It was reported the patient had her miniarc precise sling removed due to "obstructive voiding symptoms". Additional information received indicated the patient never experienced any incontinence relief. No further patient complications were reported in relation to this event.